Manufacturer narrative:
During an internal review on (B)(6)2025, it was noted that the varipulse catheter has not been approved by the us FDA and has not been marketed in the us at the time of the procedure which occurred on (B)(6)2024; therefore, this complaint device and the reported issue do not meet usfda reporting criteria and is not MDR reportable at the time of the procedure. As such, h 6. Medical device problem code has been updated with appropriate term/code not available (a27) which represents the non-MDR reportability based on procedure date described previously. Since this event has already been reported to FDA, biosense webster inc. Will continue to submit follow up reports to FDA with any updates even though this event is no longer considered MDR reportable. On (B)(6)2025, additional information was received, and the product code and lot numbers were provided. As such, d4. Lot, d 4. Catalog, d 4. Expiration date, d 4. Primary UDI number, 4. Device manufacture date were populated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation and the patient experienced pneumonia that required medication. The patient was diagnosed with pneumonia four days following the ablation procedure. It was thought to be a possible procedure/anesthesia related. The start date was (B)(6) 2024. The relationship to the procedure is possibly. The relationship to the varipulse catheter, trupulse generator, and multi electrode pfa cable is considered as not related. The event is expected / anticipated. The severity is moderate (grade 2). It is considered not serious; however, patient required new medication. The patient recovered without sequelae with an end date of (B)(6) 2024.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. A 1. Patient identifier: (B)(6). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).